Manufacturer narrative:
UDI - (B)(4). It has been reported the device will not be returned for evaluation. A lot number has been provided. Upon review of the manufacturing records, a follow-up report will be submitted. Refer to MDR 1226348-2018-10499 for information regarding the second device reported in this event.

Event description:
It was reported that there was leakage on two of the malis integrated cord & tube sets during preparation before the surgery. The location of the holes is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated with the corrected information. Two devices were returned. In the first, there is a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. In the second, it is completely torn/separated at the top connection area/silicone-pumping segment. In both, the actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. The holes /cuts are consistent with the use of a ji2000, which is not recommended for use with this tubing set. A complaint of a leaking tube set from the japan market that are associated with the use of a japan only ji2000 irrigator is an anticipated issue. A review of the DHR did not show any anomalies during the manufacturing process. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10499 for information regarding the second device reported in this event.